Event description:
The patient had the trial lead placed today. When the stimulation was turned on the patient was not getting stimulation post-trial lead placement as what she was getting at the time the trial lead was placed. The target area was low back and hips which was getting coverage during trial lead placement. However, post-op the patient was only feeling stimulation in left leg. If the stimulation was turned up high enough, they could get stimulation across to the other side (right side) but then the stimulation was too strong for the patient. The plan was to go back in and reposition the lead yet today. The company representative confirmed on (B)(6) 2013 that the patient was taken back to the procedure room and repositioning the lead was attempted. The doctor was unable to obtain coverage on the right leg/hip so the a new lead was placed to the right of midline. The patient was able to feel stimulation in both right and left leg and hip.

Manufacturer narrative:
Product ID 977d260, serial# unknown, implanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
Upon further review, device code c62821 also applies to the event.